Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced during a device upgrade procedure. The patient was fine post operation.